Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post implant the patient presented with fluid retention in the lungs. A mild pneumothorax was diagnosed and a CT scan was performed. The helix of this right atrial (ra) lead looked protruded and an increase in pacing thresholds was noted. The sensing was getting worse as well. A suspected perforation was noted thus it was decided to remove the ra lead. The lead was explanted and will not be returned. No additional adverse patient effects were reported.